Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) balloon due to a fluid leak from the component, resulting in recurring incontinence. A new aus balloon was implanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.